Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that . It was reported that  patient said they are having a lot of pain in their lower back down near the buttock. Patient said the pain is near the device. Patient said the pain started about 2 years ago. Patient said they had a lot of knee surgeries (unrelated) and the pain started after the knee surgeries. Reviewed turning stim off to see if pain resolves. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.